Event description:
The pt presented with severe dyspnea and was admitted for an emergent re-do mitral valve replacement. The 31 mm sjm valve was removed and replaced with another sjm masters series mechanical heart valve. The pt was reported to be in stable condition.